Event description:
Philips received a complaint on the mx40 of no audio. No patients or users were harmed.

Manufacturer narrative:
The device was not sent to bench repair, the case was just an exchange. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.